Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed venting connector corrosion could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the uretero-reno fiberscope was found to exhibit corrosion on the device venting connector. There was no patient involvement, and no harm was reported as a result of the event.